Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating, and subsequently the pump shutdown. The customer experienced an elevated blood glucose (bg) level. Reportedly, the customer¿s continuous glucose monitor read ¿high¿, however, a specific bg value was not provided. The customer administered a manual insulin injection to address high bg level. The pump was powered back on, and the customer continued using the pump for insulin therapy.